Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 400 mg/dl. Customer stated treated with manual injection. Customer declined to troubleshoot; she stated she wants insulin pump replacement. Advised the customer to change the entire set and to report back if issue persists. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with major scratches on display window, cracked case at display window corners, reservoir tube lip and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)